Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Submitting supplemental emdr due to incorrect UDI added to initial report. This supplement includes the correct UDI and formatting as required by the gs1 UDI format. A us distributor contacted zoll to report that the patient developed an open wound/ blister from the ucor hfams patch. The patient described the area as red bleeding broken skin blisters. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to physician, but there is no indication of medical intervention. The outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed an open wound/ blister from the ucor hfams patch. The patient described the area as red bleeding broken skin blisters. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to physician, but there is no indication of medical intervention. The outcome of the skin irritation is unknown.